Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that while sitting down and watching tv last saturday and suddenly, the stimulation started zapping them on the vagina lips and it was hurting really bad. The patient went to the ER and said that they suggested the patient turn the stimulation off. Patient said that they did turn the stimulation down and off that afternoon and the zapping sensation stopped. The patient said that they had increased the setting slightly 1-2 days beforehand from 4.8 to 5.0 to try to get better symptom control. The patient said that they were getting at least 50% improvement in their symptoms however is still having leaking episodes so that is why they increased the setting. Patient services reviewed therapy information and general programming guidance. During the call the patient connected to the implant and turned stimulation on and said they the setting was at 0.3. Patient services reviewed how to switch programs. The patient successfully switched programs. The patient was going to monitor symptoms and adjust if needed. The patient was redirected to follow up with their healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported their weight at the time of the event.